Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose and ketone levels, subsequent hospitalization and infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 35 mmol/l (630 mg/dl) and ketone level reached 2.8. The patient went to the hospital and was treated with a sliding scale of insulin and antibiotics for infection.